Event description:
The customer reported that while fluoroin on a large patient, a loud arc was heard from the c-arm.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that full technique normal fluoro was being performed when the error occurred. He greased all candlesticks both tube and tank end. He found 3 of the 4 candlesticks dry. The purpose of the grease is to prevent any moisture from contact with high voltages. This can definitely lead to arcing. He tested the generator calibration no excessive overshoot of kv generation waveform. He found a ma feedback signal slightly misaligned. He adjusted r34 form normal signal display on oscilliscope. He tested the unit extensively and could not replicate any arcing. The customer will continue to monitor for any additional errors.